Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was cam flex sensor. This was determined to be a reportable issue. The cam flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the pump failed pm and the device won't prime line. Upon physical inspection, the allegation was confirmed, and a faulty latch lock flex sensor was identified, making the file reportable. There was no patient involvement, and no patient injury was reported.